Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl, seroma, and rupture.

Event description:
Healthcare professional reported patient developed right side seroma and pain "since one year", which progressed to intracapsular rupture. There was a 2 mm focus suspect of alcl seroma type of the peri-prosthetic capsule. Necessary pathological markers of cd30+ and alk- were confirmed by regulatory affairs but results containing these markers were not provided. The device has been explanted.